Event description:
In 2008, the pt reported that her infusion device is causing elevated blood glucose when she has 20-30 units of insulin remaining in her insulin cartridge. She stated that she performed a 5 unit bolus and her blood glucose remained elevated at 400 mg/dl. Her normal blood glucose range is 100-150 mg/dl. The pt removed the insulin cartridge prior to the report and was unable to troubleshoot with the alleged products. The pt then inserted a new insulin cartridge and was able to prime until insulin flowed from the end of the infusion tubing. She then changed the infusion site and bloused to fill the cannula space. She stated that she feels she had an air bubble in the insulin cartridge that caused elevated blood glucose. Upon follow up on six days later, the pt reported her blood glucose returned to normal. She also reported she has a broken arm and is on medication. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.